Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description the device alarmed with tf 5509 and tf 9907. Additionally , "inspiratory valve checks fail." According to the complaint, no patient was involved.

Manufacturer narrative:
Follow-up 1: investigation outcome. It was reported that inspiratory valve checks fail. According to the user, the event did not happen with patient involvement. Logfiles shows technical fault tf5509 in ventilation mode and ambient mode appearing on the provided date (B)(6) 2025. The inspiratory valve is defective and needs a replacement. No confirmation about the repair was provided.